Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for awhile the patient was not getting therapy as far down their right leg as they desired. The patient stated they had therapy down their left leg but the therapy on the right leg was weak. The patient was reprogrammed and when they returned home, their therapy was not working at all. The patient stated they could not get their ins to turn on and provide juice. The patient saw group d with an intensity setting of 200 and patient had attempted switching to groups a and c, but still did not get their therapy to turn on. The patient had also attempted to increase intensity settings but still did not get therapeutic relief. The patient was redirected to their healthcare provider to further address the issue.